Event description:
Information was received from a patient regarding an implantable device. The reason for call was that the ins hadn't seemed like it had been working for several days. Pt saw settings not available appear on the controller during the call. Pt said that the intensity was at 3.8 and they wanted to increase the stimulation. Agent reviewed message meaning with the pt. Pt said that if they laid in a suntan bed and didn't turn the ins off, then the ins would shock the crap out of them. Pt said that they had forgotten their controller, but they went in a suntan bed anyway. Pt said that if they laid on something hard, then they would get zapped from the ins. Pt said that they thought the ins was off, so they went to turn the stimulation on, but for the better part of a month now, the ins only discharged 20% maybe 30% overnight or even 10%. Pt noted that they charged the ins every morning. Pt said that they were told that they would only have to charge the ins maybe once a week, but they couldn't go longer than two days without charging the ins. Agent redirected pt to their healthcare provider to further address the issue. Agent attempted to clarify with the pt several times during the call when the settings not available message first started appearing and when the issue of the ins not working started, however pt never provided a clear answer.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.